Event description:
A customer reported that their precision qid blood glucose meter would not power on properly when a test strip was inserted, nor when the button was pressed. As a result, the customer was not able to properly obtain a glucose result. The customer reported feeling fatigued and thirsty. He went to his doctor where he was diagnosed with hyperglycemia, and insulin was administered to stabilize his glucose level. There was no report of death of permanent impairment associated with this event. It is to be noted that during the course of troubleshooting with adc customer service, it was identified that the test strips the customer was using were the incorrect type for the meter in use.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.